Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a loose right ventricular (rv) set screw. It was noted that the pt required intervention to correct this and to prevent permanent impairment.

Manufacturer narrative:
Not returned: at this time, no further information is available and attempts to obtain additional information have been unsuccessful. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.